Event description:
The international customer reported an inhalation autozero test failure during power on self test. The ventilator was not in use on a patient, therefore there was no patient involvement or harm. An autozeroing failure may affect the accuracy of the system pressure measurement, therefore this event would be likely to cause or contribute to a death or serious injury if an autozeroing failure were to recur while in use on a patient. The service technician replaced the sensor pcb board to correct the finding. Final testing was completed and tests passed to operating specifications.